Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient's mother reported that as her son got up this morning, he noticed something tickling his leg, because the line from his stomach was detached but the insert was still in his stomach and his blood glucose level was 400 mg/dl. Reportedly, the infusion set's tubing had detached at the site connector while sleeping. The site location was his abdomen, and the pump was located in his pocket. The infusion had been used since (B)(6) 2021. It happened twice already, it happened as well about a month ago but could not recall the date. Moreover, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon visual inspection of the returned used infusion sets it was found that the tubing was detached from the tubing-tubing connector. No further information available.